Event description:
It was reported that a patient experiencing fatigue and pre syncope presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.